Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter device due to device performance issues. The patient had spina bifida. No patient complications were reported.